Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex device implanted on (B)(6) 2008 (device 2). An additional emdr will be submitted to represent the bard/davol kugel patch device implanted on (B)(6) 2008 (device 1) and the bard/davol composix kugel implanted (B)(6) 2009 (device 3)." Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - patient underwent surgery for implant of an unspecified bard/davol kugel patch (device 1). (B)(6) 2008 - patient underwent surgery for implant of an unspecified bard/davol ventralex (device 2). (B)(6) 2009 - patient underwent surgery for implant of an unspecified bard/davol composix kugel patch (device 3). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - patient underwent surgery for implant of an unspecified bard/davol kugel patch (device 1). (B)(6) 2008 - patient underwent surgery for implant of an unspecified bard/davol ventralex (device 2). (B)(6) 2009 - patient underwent surgery for implant of an unspecified bard/davol composix kugel patch (device 3). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum: attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix kugel hernia patches on (B)(6) 2008 and (B)(6) 2009 and bard/davol ventralex on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h.11: this is an addendum to the initial emdr. This supplemental emdr was submitted to report additional information received in the legal claim and to correct the PMA/510(k) #. No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. Updated fields: b4, b5 (event description), e3, e4, g1, g2, g4, g7, h2, h6, h10, h11 corrected field: g5 (PMA/510(k) #) this supplemental emdr represents the bard/davol mesh - ventralex (device #2). Additional supplemental emdrs were submitted to represent the two bard/davol mesh - composix kugel (device #1 & device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.